Event description:
The patient presenting having experienced dizziness and syncope. During the check-up, noise which resulted in oversensing and pacing-inhibition were noted on the leadless pacemaker (lp). Fluoroscopy was performed and movement was observed. The lp output was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.